Event description:
It was reported that during a pci procedure, the maverick2 monorail balloon ruptured at 6 atms on the initial inflation. The lesion being treated was a calcified, 90% stenotic lesion in the proximal left circumflex (lcx) coronary artery. The lesion was predilated with a 1.5 mm balloon (brand unknown). The procedure was successfully completed with another of the same device. No pt injuries or complications were reported.

Manufacturer narrative:
Device has not been returned for analysis as of the date of this report.